Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented after receiving multiple shocks. The ventricular rate was not very stable. The number of vf detection intervals was reached and therapy was delivered. The device was reprogrammed and remains implanted.